Event description:
It was reported that externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer and maude report (B)(4).